Event description:
Additional information received indicated the device was reprogrammed to resolve the event. It was then reported additional post-paced t-wave oversensing episodes were observed and further reprogramming and medication adjustment was suggested to be performed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated additional episodes of post-paced t-wave oversensing were observed. No intervention has been performed at this time. Device reprogramming is anticipated to be performed.